Manufacturer narrative:
A ge svc rep performed an onsite investigation. The gpos and rtos were reseated. The 5 vdc power supply was evaluated. The sys hard drive was also replaced. The sys was tested and found to be working as intended and returned to svc.

Event description:
The customer reported that the sys experienced an uncommanded reboot. No pt or user injury was reported.